Event description:
It was reported the subject device exhibited ¿clogged working channel¿. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely a foreign material in the biopsy channel led to the malfunction. The most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted.